Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose and diabetic ketoacidosis. The mother states the customer blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 120mg/dl. The customer's blood glucose level at the time of hospitalization was 1230mg/dl. The customer treated the high levels with the insulin pump. Troubleshoot was conducted. The customer was advised to change out their set and reservoir due to air bubbles, and was advised to treat per their healthcare providers instructions. The mother was advised to monitor the device and call back if issues persist.